Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Reported product can not be observed in the attached photographic evidence, therefore it cannot be determinated any depuy device's failure or malfunction which could contribute to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc is related to (B)(4) which reports about the primary surgery. This pc reports about the removal surgery due to infection. After the revision tka surgery performed on (B)(6) 2021, the patient underwent the removal surgery on (B)(6) 2021 because infection occurred. The surgery was completed successfully. No further information is available.